Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing on the right ventricular (rv) defibrillation lead, and it was noted that the rv lead was implanted in 2009. Electrogram (egm) review revealed four episodes containing small amplitude noise on the rv and shock channels. Additionally, a 1.5 second pause in pacing was observed. Review of daily measurements showed in-range shock and pace impedance measurements since the most recent device changeout. Technical services (ts) discussed troubleshooting/programming options and recommended defibrillation threshold (dft) testing. Additional information received reported that the patient was seen in clinic the following week. They were unable to reproduce more than a single, isolated oversensed signal with arm movements, isometrics, pressing the patient's palms together, or deep breathing/valsalva. The isolated signal was observed when the patient reached his left arm across his chest to his right side. The patient denied any possible electromagnetic interference (emi) sources, and there was no right atrial (ra) noise noted. It was difficult to measure the oversensed noise because the signals were fine and close together. Rv sensitivity was changed to 1 mv (due to an estimated noise amplitude between 0.63 and 1.5 mv). The patient was scheduled for another remote monitoring check the following week, and the patient was instructed to perform a patient initiated interrogation (pii) if he happened to get shocked. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. The reported inappropriate anti-tachycardia pacing (atp), oversensed noise, pacing inhibition, and low amplitudes were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing on the right ventricular (rv) defibrillation lead, and it was noted that the rv lead was implanted in 2009. Electrogram (egm) review revealed four episodes containing small amplitude noise on the rv and shock channels. Additionally, a 1.5 second pause in pacing was observed. Review of daily measurements showed in-range shock and pace impedance measurements since the most recent device changeout. Technical services (ts) discussed troubleshooting/programming options and recommended defibrillation threshold (dft) testing. Additional information received reported that the patient was seen in clinic the following week. They were unable to reproduce more than a single, isolated oversensed signal with arm movements, isometrics, pressing the patient's palms together, or deep breathing/valsalva. The isolated signal was observed when the patient reached his left arm across his chest to his right side. The patient denied any possible electromagnetic interference (emi) sources, and there was no right atrial (ra) noise noted. It was difficult to measure the oversensed noise because the signals were fine and close together. Rv sensitivity was changed to 1 mv (due to an estimated noise amplitude between 0.63 and 1.5 mv). The patient was scheduled for another remote monitoring check the following week, and the patient was instructed to perform a patient initiated interrogation (pii) if he happened to get shocked. This crt-d and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that this rv lead was explanted, replaced, and returned for analysis due to oversensed noise on the shock and rate/sense channel. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing on the right ventricular (rv) defibrillation lead, and it was noted that the rv lead was implanted in 2009. Electrogram (egm) review revealed four episodes containing small amplitude noise on the rv and shock channels. Additionally, a 1.5 second pause in pacing was observed. Review of daily measurements showed in-range shock and pace impedance measurements since the most recent device changeout. Technical services (ts) discussed troubleshooting/programming options and recommended defibrillation threshold (dft) testing. Additional information received reported that the patient was seen in clinic the following week. They were unable to reproduce more than a single, isolated oversensed signal with arm movements, isometrics, pressing the patient's palms together, or deep breathing/valsalva. The isolated signal was observed when the patient reached his left arm across his chest to his right side. The patient denied any possible electromagnetic interference (emi) sources, and there was no right atrial (ra) noise noted. It was difficult to measure the oversensed noise because the signals were fine and close together. Rv sensitivity was changed to 1 mv (due to an estimated noise amplitude between 0.63 and 1.5 mv). The patient was scheduled for another remote monitoring check the following week, and the patient was instructed to perform a patient initiated interrogation (pii) if he happened to get shocked. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.